Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 30 failed to fire. The customer switched to a stapler 45 to complete the stapling. System logs confirmed failure during firing of stapler 30mm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was confirmed that the instrument was inspected with no noted damage. It was a green reload when the issue occurred. The stapler did work previously. It was unknown on which fire the issue occurred. When the issue occurred, the stapler clamped down, started to fire and presented an error message ¿load did not fire completely¿. The blade pushed out roughly 5 mm and deployed some of the staples on the proximal end. There were malformed staples that looked like a box shape (option u on attached malformed staples chart). The surgeon removed all partially fired staples. No tissue was removed. A new stapler was opened to resolve the issue. There were no obstructions such as clips, staples, or other hard material between the instrument jaws. There was no additional bleeding along the staple line. There were no noted holes or gaps. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler reload as an RMA. There was no alleged malfunction reported against this accessory. Although there is no claim against the product, an investigation was completed to determine the cause of this reported event. The stapler reload was analyzed and found to have pusher damage. One of the pushers was bent. No missing material. The reload was found to have lodged staples, which were malformed and located in the pusher pocket. Additionally, the reload was found to have the knife exposed within the knife track. Firing failure was noted based on log review and during in-house inspection. Mechanical indentation damage to the blade edge and cartridge damage along the knife track were also found during the failure analysis investigation. No missing material.